Event description:
Manufacturer representative reports a patient experiencing loss of efficacy with increasing spasticity despite dosing increases. The pt was receiving lioresal 2000 mcg/ml via intrathecal infusion pump. The hcp had difficulty aspirating the pump. The expected reservoir volume was 15mls but no drug was able to be aspirated. Fluoroscopy was performed to check the pump and it was found the pump had little to no drug left in it. The hcp believes the last refill was given subcutaneously. Refill was performed under fluoroscopy. No other device troubleshooting was done. The patient recovered without sequela and is doing well.